Event description:
Sorin group received a report that the pump cover alarm of the s5 mast roller pump was not functioning properly during set up. There was no alarm and the pump did not stop when the pump cover was opened. There was no patient involvement.

Manufacturer narrative:
Sorin group (B)(4) manufactures the s5 mast roller pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group received a report that the pump cover alarm of the s5 mast roller pump was not functioning properly during set up. There was no alarm and the pump did not stop when the pump cover was opened. There was no patient involvement. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.